Manufacturer narrative:
After further review of additional information received sections and have been updated accordingly. It was reported that the shower bag's suspension, was broken. The shower bag was not returned for evaluation. A review of the manufacturing documentation confirmed that the device met all requirements for release. The reported event could not be confirmed since the unit in question was not available for analysis; analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the suspension on the shower bag was broken. The bag was exchanged. No patient complications have been reported as a result of this event.